Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level of 30 and 27 mmol/l. Customer had symptoms such as nausea, abdominal pain and positive results in ketones test. Customer was using 2 high blood glucose level rule. The insulin pump will be retuned for analysis.